Event description:
A report was received that the patient is having difficulty charging one of her two ipg's. The patient gets a premature double beep when charging. An ipg revision has been recommented.

Manufacturer narrative:
Additional information received indicates that the physician replaced patient's ipg (serial# (B)(4)). The patient is reportedly doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, serial # (B)(4) description: implantable pulse generator (ipg)

Event description:
A report was received that the patient is having difficulty charging one of her two ipg's. The patient gets a premature double beep when charging. An ipg revision has been recommended.